Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient communication received. It was reported patient has knee replacement surgery that was done (B)(6) 2019. After scanning the barcode of the product the expiry date was shown as (B)(6) 2019. Doi: (B)(6) 2019 - dor: none reported (unk knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary: the complaint states: ¿patient communication received. It was reported patient has knee replacement surgery that was done (B)(6) 2019. After scanning the barcode of the product the expiry date was shown as march 2019. Patient wants to know was the expiry implant was implanted at the time of the surgery. Doi: (B)(6) 2019 - dor: none reported (unk knee).¿ the sample was not returned from the hospital. Examination of retained samples for this lot number (see attachment ¿(B)(4) photos.pdf¿) show that the correct expiry date, 30 september 2020, is printed on each component. The barcodes on the unit carton were also scanned (see attachment ¿(B)(4) barcode scan results.pdf¿) and contained the correct lot number and expiry date information. The patient's surgery was completed within the shelf life of the product. Device history lot: device history reviewed: 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 30 september 2020. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.